Event description:
Patient participated in a (B)(4) of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, degenerative. Patient was implanted with click-x for supplemental fixation. Patient had been experiencing pain for 10 months. Surgery date was (B)(6) 2002 and postoperatively patient experienced pain, requiring no treatment. This is report 3 of 14 for this event. This report is on the left screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a part number or lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.